Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, a cxi support catheter was used during a procedure involving an endovascular angiogram with angioplasty and possible stent placement within the coeliac artery. The patient underwent an unspecified vascular repair procedure the following day. There has been no alleged malfunction of the cxi support catheter. Per the initial reporter, additional information will not be provided. Corrected information: d4, h3, h6 (annex a). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional relevant complaints for this lot number. The product IFU states that manipulation of the catheter should only occur under fluoroscopy. The IFU instructs the user not to advance the catheter through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction. The IFU cautions that the catheter should not be advanced into a vessel having a reference vessel diameter smaller than the outer diameter of the catheter. A review of the device master record (dmr) concluded that sufficient inspection activities are in place. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that there is no evidence of any defect in the cook catheter used in this case. Details regarding the patient and procedure are limited; however, there was no alleged malfunction of the catheter, and no manufacturing or design deficiencies were identified during the investigation. The risk analysis was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, a cxi support catheter was used during a procedure involving an endovascular angiogram with angioplasty and possible stent placement within the coeliac artery. The patient underwent an unspecified vascular repair procedure the following day. There has been no alleged malfunction of the cxi support catheter. Per the initial reporter, additional information will not be provided.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.